Event description:
(B)(4). Initial info received from a consumer on 13&14mar08. A female consumer received a single treatment of poly-l-lactic acid (sculptra) (lot # & expiration date unk) in (B)(6)2008, in right upper cheek orbit area above her gortex cheek implant. She has a small bump at area injected. Her physician (phys) advised her to massage area. The event is ongoing. On (B)(6)2008, a follow-up call was placed to the consumer for add'l info. Medical history was significant for a previous orbital injury w/surgical correction: 10-12 years ago, she was kicked by a horse, received a blow-out fracture of the right (r) orbit & underwent a repair at the time. Recently, her eye begun to droop & was not the same shape as her other eye; she had ridges & dents, near her gortex implant. She decided to have the right affected side repaired & have cosmetic work done to the other side, so she would match. She reported that she received injectable sculptra on (B)(6)-2008 as part of cosmetic surgery procedure (face lift); procedure was performed under general anesthesia, nos; during that procedure, she believes sculptra was injected under right orbit, next to gortex implant, on right side. Sculptra was used to correct ridges & dents on upper cheeks, near her gortex implant. After her face lift, she was very bruised & swollen. On the "following friday", about 1 week later in (B)(6)2008, when bandages were removed, she & phys saw the lump. She describes this area as looking like a "bug bite" & was located "on top of" (above) gortex implant, near the lateral canthus. Its shape is round about one-fourth inch in diameter w/a rise w/a peak "maybe" one-eighth of an inch in height total. She said her phys has treated the "bug bite" area w/an unknown type of steroid injection, w/o effect. He now wants to remove this surgically, however, she is not certain if she wants this done. She noted that she did not massage for first week, as had no instruction to do so; she also had lid lift surgery at the time (of the face lift,) & surgeon did not want any pressure on surgical site. She reported her concomitant medications as estradiol, gabapentin (neurontin), for trigeminal neuralgia & facial non-specific neuralgia; also a multivitamin. Add'l medical history included trigeminal neuralgia & facial non-specific neuralgia both following the accident. No further medical info reported. Add'l info for sculptra from ptc report case (B)(4) dated (B)(6)2008, received by (B)(6) on 25mar08: b/c no lot # is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports & of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr w/o hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable. Add'l info received from this consumer via a website on 29may09: in 1992, she had a very severe head injury. Her right cheekbone and the floor of her right eye were broken (orbital blowout fracture). She has a gortex cheek implant; an artificial floor to the orbit and a fixation plate all in and around the right eye. Around 2005, her right eye started looking round and the left was almond shaped. In (B)(6)2008, consumer had surgery (a face lift to keep her face from pulling down on the lid and to do the lid correction called a lateral canthoplasty) on both of her eyes & the phys injected her w/sculptra under both her eyes. She doesn't think the phys was paying attention & knew what he was doing. He failed to tell her to massage the area & that he told her to do so 9 days later. Three months after surgery & the injection, "sculptra blew up & it was so painful and swollen"; pain & inflammation never seems to end; granuloma formation and allergic reactions persist; she is having chronic granulomatous inflammatory immune reaction to what is described as an inert biocompatible material. She was told by the plastic surgeon, it is the same material that is used in absorbable sutures & allergy testing isn't necessary. She stated she has had absorbable sutures in the past & never been allergic to them; she was not an allergic person and had few known allergies; she now seems to be allergic to it. Another physician put her on steroids for over a year. Her vision had gone all blurry and she continued to experience tremendous pain. The results from a CT scan & MRI showed that stuff (granulomatous tissue) was pressing on her orbit (eye ball) and rectus muscles. She stated that it may be because of all the hardware in there, or the old fracture, but it seemed to go everyplace inside her eye. Her tear duct is blocked when the inflammation is roaring. Since more product was put in the right side; it was more reactive & inflamed; the left side remains lumpy but was less damaged than the right. The physician did surgery to remove the damage, resulting in a lateral incision over her right ear, another inside her mouth and another under her right eye in (B)(6) 2009 but he did not want to do surgery on the left. She stated that this surgery was necessary because the granulomatous tissue was rubbing on her right eye ball and the rectus muscles (CT can). The physician tried to remove as much granulomatous tissue as he could, but he couldn't remove it all. She stated that it was still all lumpy but she can see better and she was in less pain. Unfortunately, the surgery & sculptra damage has caused the lower lid to contract & it is out of position and pulled down. She is having problems with lashes on her cornea & with tears not draining. Since this incident, she suffered pain & humiliation, she has thought about putting her .22 pistol in her mouth on more than a few occasions. No further relevant info reported.

Manufacturer narrative:
Initial info recd 13&14mar08. Upgraded to serious on 29may09. 10-12 yrs ago, had blow-out fracture of (r) orbit & underwent a repair. Eye begun to droop & was not the same shape as other eye; she had ridges & dents, near her gortex implant. She had the rt side repaired & had work done to the other side, so she would match. Rec'd sculptra on (B)(6)2008 as part of face lift; during procedure, sculptra was injected under rt orbit, next to gortex implant. One week later in (B)(6)2008, bandages were removed, she & phys saw the lump. Like bug bites located above gortex implant, near the lateral canthus. Phys treated the area w/ steroid inj, no effect. She didn't massage first week, surgeon didn't want any pressure on site. Ptc report 25mar08, b/c no lot # is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports & of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The invest. Results show that this kind of event is not batch related. Brr w/o hint to root cause. No faults, defects or damages detectable. Rec'd via scultra website 29may09: about 3 months after surgery & the injection, she began to suffer from pain & inflammation that never seems to end. "Sculptra blew up and it was so painful and swollen". Chronic granulomatous inflammatory immune reaction. A surgeon tried to remove it from the rt side. Left side remains lumpy but less damaged then rt. Since this incident, states it is still lumpy but can see better & the pain is less. Surgery & sculptra damage has caused lower lid to contract & is out of position & pulled down. She is having problems w/lashes on her cornea & w/tears not draining. Tear duct gets blocked when the inflammation is roaring. Vision had gone blurry in tremendous pain.